Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: 1038671-2025-00634. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The following sections were corrected: d1, d4. D10: concomitant devices: 122-65-25 - 6.5mm acetabular bone screw 25mm, 3813620; 122-65-25 - 6.5mm acetabular bone screw 25mm, 3813651; 170-36-00 - biolox delta femoral head 36mm od, +0mm, 3911879; 188-01-09 - wedge plasma x/o sz 9, 3691142. G4, h4, h6 (health effect - clinical code, medical device problem code, component code). The most likely underlying cause for the revision reported is prosthesis wear, loss of range of motion, and acetabular loosening. And a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had an initial right hip arthroplasty on (B)(6) 2015, and then approximately 7 years, 11 months later, on (B)(6) 2023, the patient experienced a revision surgery. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented . H6. Investigation results- connexion gxl devices, all serial numbers are affected by recall; specific device information was not provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.